Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly to obtain employee information, treatment settings, and photographs. The user facility provided the treatment settings, partial employee information and photographs. An examination of the subject device by a lumenis technical expert stated after verifying all system functions, the subject device operated within manufacture specifications. A lumenis clinical manager, being a person qualified to make a medical judgement, evaluated the reported event details concluding the probable cause of the reported events to be operator error, "test spot with a 72 hour wait not provided for this treatment." A review of device label states: warning - perform test spots on patients and assess skin response before performing a full treatment. Side effects may not develop until several days following exposure. Test spot prior to treatment to determine the maximal tolerated dose for untanned skin types I-IV, wait at least 15-30 minutes after the test spot to observe tissue reaction. For skin types v-vi and acceptable tanned skin, wait at least 48-72 hours after test spots to observe tissue reaction. Always allow adequate time between test spot and actual treatment. Based on the information that is currently available, no serious injury related to the event was reported & no medical intervention was reportedly required to preclude serious injury. In an abundance of caution lumenis is reporting this event.

Event description:
A user facility reported that one (1) employee sustained first degree burn lines on the left lower leg area following system testing with lumenis lightsheer duet laser, hs handpiece. No report of medical intervention to preclude permanent impairment was received from the user facility.